Event description:
Per the clinic, the patient permanently discontinued use of the device and requested that it be removed. The fixture/abutment was explanted on (B)(6) 2013. The device is currently unavailable for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.